Manufacturer narrative:
This report is submitted on september 11, 2019.

Event description:
Per the clinic, the patient was placed under general anaesthetic in order to replace the patient's vistafix abutment due to skin overgrowth at the implant site. No patient injury was reported during this event.

Manufacturer narrative:
Correction: correct product details have been updated. This report is submitted on 11 november 2019.